Manufacturer narrative:
The t:flex user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Additionally, it was reported that the cartridge leaked. Reportedly, the cartridge in use had been overfilled and reused. A cartridge change was performed to address both issues. Customer's blood glucose level was 278 mg/dl.